Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt discomfort and is experiencing swelling and redness in the left arm and shoulder area as well as the implant site. The rep further noted that the patient symptoms were related to an occluded vein as a result of the implant procedure. The patient's system will be explanted and re-implanted but it is unknown when that procedure will take place. The device and leads remain in use. No further patient complications have been reported as a result of this event.